Event description:
Benger hook broke as physician was removing from patient's nose. It was immediately realized a part of the instrument was still in the nasal cavity. The nasal cavity was suctioned and discovered the broken piece in the suction canister contents.this is the third event reported with this medical device at this facility within approximately 6 months. Staff/physicians do not know what is causing the events to occur. The manufacturer has been notified and product has been returned.